Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument cutting and bipolar function would not work well. The procedure was completed with no reports of patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use with no issue. Sealing and cutting functions were intermittently unsuccessful. The vse instrument was normal in less than one hour before the reported issue. There was no error occurred. Tissue effect was not observed during the sealing cycle. The vse instrument would not fully sealed and would not cut. The target tissue was the lung tissue. There was no unexpected bleeding. It was unknown if there was an audible signal (continuous tone) when pressing the pedal or the seal cycle completed with the fast audible tones as expected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. The instrument was found to fail the cut test based on log review. Failure analysis confirmed no issue. The instrument blade was extended by articulating the input. A visual inspection displayed no damage to the blade or blade cable. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cut and released energy without issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. The instrument was found to fail the cut test based on log review. Failure analysis confirmed no issue. The instrument blade was extended by articulating the input. A visual inspection displayed no damage to the blade or blade cable. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cut and released energy without issue.

Event description:
Refer to h10/h11 for follow-up information.